Event description:
It was reported to st. Jude medical that the pt presented with sensing anomaly due to a lead dislodgement. After repositioning the lead, the helix would not extend. As a result, the lead was explanted.

Manufacturer narrative:
Evaluation summary: the analysis of the lead did not reveal any device condition that would have contributed to the reported sensing anomaly and lead dislodgement. The electrical characteristics of the lead were found to be normal. Mechnical and visual analysis found excessive dried body fluid in the distal coil, preventing it from extending/retracting.